Event description:
Report received that the device powered off with no audible alarm. The device was delivering an unspecified concentration of vancomycin at an unspecified rate. At an unspecified time, the nurse found the device powered off. The pt stated, "it didn't alarm. It just shut off." Reportedly, nurse tried to reprogram the pump, but "the pump woouldn't let her reprogram it." At this time, the pump was removed from clinical service. The nurse used the same vancomycin bag and the therapy was resumed on a replacement device without incident. There were no reported adverse pt effects and no medical interventions were required.